Manufacturer narrative:
(B)(4).

Event description:
It was reported that few weeks after implant, patient complained of chest pain. Device was re-positioned successfully. Patient's condition was stable.